Event description:
The patient's father reported that the patient experienced two infusion tubings separate at the luer connection during the week of 2007. The father stated that they found the outer tubing had separated from the luer lock while giving the pt a bolus. The father stated that the inner infusion tubing was stretched to the point of being "threadlike". No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.